Event description:
It was initially reported that the patient's devices was replaced due to risk of externalization as the patient is a small boy with thinner skin. It was stated there was no infection or migration. Further information was received that the patient's devices were removed because of a local septic problem. The patient who is very thin developed a pressure sore at the generator site and then skin exposure of part of the generator. As a precautionary measure, it was decided to remove all the equipment. Further information was received that it is unknown when the sore and skin exposure began. The medical professional's assessment as to the cause of the infection was related to patient physiology because the patient is very thin. No additional relevant information has been received to date.